Event description:
The body fat scale measured body fat by passing a current through foot. The current was "shocking" when our kids would step on it. Since it is kept in bathroom, it is hard to tell everyone not to use it. Their manual does not describe that it passes a current through the body.